Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the onset of the patient's atrial arrhythmias was unable to be determined. Only one mode switch episode was recorded and there was nothing in the cardiac compass even though the patient's implantable pulse generator (ipg) had switched modes and there was a high percentage of atrail rates above 180 paces per minute. The device remains in use and no patient complications have been reported as a result of this event.